Event description:
Additional information received: during the dye study, the health care provider (hcp) had a hard time pulling fluid out of the catheter. When the patient was at a dose of ¿170¿ her legs were straightened out and and her bones were about to break in her legs. There was a 6-inch scar on her back and scarring on her stomach and more scar tissue than the previous 1.5 inch scar.

Event description:
Additional information: it was reported that prior to the pump replacement (refer to MFR report # 3007566237-2012-00479) in (B)(6) 2012 the patient was "able to walk and ride bicycle." The patient had no problems with the previous pump. It was reported that since the pump was implanted in (B)(6) 2012 the patient had not been able to walk. The patient stated that prior to the implant the "normal dose" was ''595/600 something'' but following the implant the dosage was started at ''170.'' It was also reported that the patient began developing headaches approximately 1 week post implant. The patient underwent a brain scan to address the headaches and the results ''showed normal.'' The dye study was performed on (B)(6) 2012 and the patient stated that the catheter had ''3 leaks'' which lead to the decision to replace the pump and catheter on may 15. The patient also stated that the dye study ''showed a kink and a leak in the spine and at the pump.''

Event description:
It was reported that the patient experienced increased spasticity/spasms after several falls at home. The patient had multiple falls and had fallen recently. A (B)(4) study confirmed a fractured/torn catheter. A catheter revision was performed on (B)(6) 2012. The healthcare provider (hcp) initially planned to save as much of the existing spinal catheter as possible. Due to the patient's history of recent falls, the surgeon requested to replace the pump as well. Issues were determined to have occurred in regards to both the spinal and proximal/pump segment of catheter. The surgeon replaced most of the existing catheter as well as the anchors, except for the portion implanted intrathecally as fluoro imaging indicated good placement with excellent cerebrospinal fluid backflow. The new pump was filled with 15 ml of lioresal (2000 mcg/ml) with a dose rate of 199.8 mcg/day. It was later reported that prior to the surgical procedure performed (B)(6) 2012, a (B)(4) study revealed dye to be pooling at the pump pocket location. The 8709sc catheter segment was connected to existing 8731 catheter. It was also stated that the patient had several falls following pump implant in (B)(6) 2012 and was admitted for detox/treatment for ethanol (etoh) abuse. Following the pump replacement and catheter revision, the patient remained hospitalized; and was experiencing spasms (this event has been reported in MFR report # 3004209178-2012-04336).

Manufacturer narrative:
Product ID, 8731 lot# serial# (B)(4), explanted: 2012 (B)(6), product type catheter product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8590-9 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. Analysis of the catheter found the catheter body to be broken. The appearance of the distal end of segment 1 and the proximal end of segment 2 indicated the result of a break. The two ends show it to be somewhat jagged that indicated a result of a break.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was placed in a different direction, so they did not have enough catheter to plug the pump in (B)(6) 2012. It was stated the health care provider (hcp) pulled the catheter and ended up puling it out of the spine, plugged the pump, filled up the patient and sent them home. It was noted the MRI of the brain was performed on (B)(6) 2012. It was stated the length of the catheter was 66 cm in the first operation, so when they did the second and put the pump in the wrong direction, they did not have enough catheter so they did "all that damage." It was noted the 2nd operations they added 10-11 cm more to get a total length of 77.6 cm. It was noted the patient went through spasticity "so quick after the second operation.' Refer to manufacturer report # 3007566237-2012-00479 for information about the motor stall and withdrawal, and manufacturer report # 3004209178-2012-04336 for information about the catheter disconnect and revision surgeries.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's healthcare provider (hcp) "messed her up" with an operation. Following a pump replacement and catheter revision, the patient wasn't able to walk and had spasming. The spasming was in the patient's lower body and legs. The patient's head was also hurting so badly that she had an MRI done on (B)(6) 2012. The patient thought she had a brain tumor. The MRI can back negative. A dye study was done three days later. The dye study showed the patient had leaking at the pump and a kink in the catheter, which was leaking in her back. It was noted that a full body scan showed that the patient had a 23cm growth on her pituitary scan. It was also noted that the pump was titrated 4 times her normal daily dose. However, it was unclear when this occurred. The pump never alarmed during any of this time. It was also reported that the patient got a one piece catheter but it was supposed to be a two piece catheter. However,it was unclear when this occurred. This is why the patient went into spasticity so fast. See manufacturer report # 3004209178-2012-04336 for information about previous pump and catheter replacement.

Event description:
After pump replacement due to motor stall/battery depletion (see regulatory report # 3007566237-2012-00479) on (B)(6) 2012, the patient experienced a headache after surgery. The pump "was dropped down to 100mcg/day." The patient was brought back to the hospital because they were having spasticity and were "locked up." The patient had an MRI of the brain. The patient was losing spinal fluid due to leaks. The catheter was kinked and leaking at the pump site and leaking at the catheter site into their back. The patient had their system replaced again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter: model: 8709sc, serial# unk; implanted /explanted: unk; catheter: model: 8590-9, serial# unk, implanted/explanted: unk. (B)(4).